Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had two pump error alarms. The customer stated they were able to clear the alarms. Customer stated pump was not exposed to a high magnetic field. Customer stated that they received the pump error alarms more than three times. The insulin pump will be returned for analysis.

Manufacturer narrative:
No pump error 43 noted during testing, however noted in trace download analysis due to moisture damage. Device passed occlusion test, force sensor test, basic occlusion test, prime or seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. Pump error 53 found in the pump history due to software error.